Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery. The blood glucose reading was 503 mg/dl, which the customer treated about 20 minutes prior with a bolus of 15.4 units of insulin. He stated that he had already change the infusion set by the time of the call. He also noted that he had gone through 4 infusion sets that day due to bleeding at the insertion site. The blood glucose reading was lowered to 260 mg/dl. He declined troubleshooting for the no delivery alarms. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.